Manufacturer narrative:
Additional information: the lesion was predilated with a 2.5x12mm euphora balloon with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery to/at lesion. The target lesion was located in the right coronary artery (proximal and distal segments) with moderate tortuosity and mild calcification. The device was inspected prior to use with no issues noted. The device was advanced through a previously deployed stent with no resistance encountered or excessive force used during delivery. The stent was believed to have become caught on the struts of either previously implanted stents in the right coronary artery or on the struts of an evolut transcatheter aortic valve replacement that had been placed inside a surgical aortic valve replacement. The stent was not removed; instead, it was crushed using a balloon (plain old balloon angioplasty). A non medtronic 5.5 fr guideliner was used to deliver the stent. The procedure was considered a successful poba. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the target lesion had 90% stenosis. The lesion was pre-dilated using a 2.5x12 euphora balloon at 8 atm for 17 seconds. The balloons used to crush the stent were one 1.00x15mm non-medtronic device and a 2.0x12 euphora balloon with no issues noted. Patient's weight added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.